Manufacturer narrative:
A visual examination of the returned device revealed that the initial g-tube was placed over a device that appears to be a jejunal feeding tube. Also returned were white and purple tubing and a connector with cap. These components and the jejunal feeding tube device are not boston scientific (bsc) supplied components. A bsc round external bolster was placed on the g-tube near the 2.5 cm mark and was without issue. The bsc universal adaptor (y-port) was placed on the proximal end of an unknown bifurcated adaptor. Both ports of the universal adaptor and the red port of the unknown adaptor were closed. This adaptor appeared to have been molded with acrylic or similar hard material and the proximal end of the g-tube was placed over the adaptor and secured with a white zip-tie. The g-tube was torn apart adjacent to the zip-tie with a small portion of proximal end attached to the adaptor and the remainder slid distally on the jejunal feeding tube. During the evaluation the distal portion of the g-tube was pulled proximally to confirm it mated with the proximal portion and that no pieces were missing. The fractured surfaces of the portions presented evidence of repeated application of torsional force. The tubing also presented numerous tiny longitudinal fractures. It was noted that the condition of the returned unit was consistent with the complaint incident that initial g-tube was detached and separated. The customer placed a bifurcated adaptor made of hard material into the g-tube and then secured it with a zip-tie that also presented sharp edges. Because the customer failed to follow the supplied directions for use and did not place the feeding tube as indicated, the most probable root cause is "use/ use error". A device history record (DHR) review of lot number 16408761 was performed and revealed no issues related to the reported complaint. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during placement of gastrostomy and jejunal kit procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2014, the patient went to the emergency room after feeling sick. Gastrostomy tube replacement was requested and when the peg tube was removed, it was observed that the peg tube was broken near the fitting with the jejunal tube. No part of the peg tube was detached inside the patient. Additionally, the physician did not attribute the sickness to the device. The procedure was completed with a new endovive standard peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during placement of gastrostomy and jejunal kit procedure performed on (B)(6) 2014.according to the complainant, on (B)(6) 2014, the patient went to the emergency room after feeling sick. Gastrostomy tube replacement was requested and when the peg tube was removed, it was observed that the peg tube was broken near the fitting with the jejunal tube. No part of the peg tube was detached inside the patient. Additionally, the physician did not attribute the sickness to the device. The procedure was completed with a new endovive standard peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.